Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The image processor board and the display adapter board were reseated and the loose connectors were tightened. The system was tested and operates as intended.